Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a reload from top view inside of a plastic bag. The cartridge pan appears to be dislodged of both sides. Also, some loose drivers can be seen inside of plastic bag. A tyvek of product code gst60g, lot # t4088m and exp. Date: 2022-02-28. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the reload was broken when the account opened the package. It appeared that there were staples outside the load. No patient consequences were reported.